Event description:
It was reported that the user ate a bagel and forgot to announce the meal until about an hour after finishing, then asked whether to announce late; the agent advised not to announce because more than 30 minutes had elapsed and reminded the user that the system¿s corrective algorithm would address postprandial hyperglycemia with an elevated glucose as indicated by an alert of 230 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no loss of therapy, and no medical intervention or hospitalization. Investigation included a customer communication and user education on appropriate use for meal announcements and reliance on the corrective algorithm after a missed announcement. Investigation of this case revealed no device malfunction and indicated user error related to a missed meal announcement, with the system functioning as designed to provide corrective dosing. It was concluded, based on previously established findings for similar reports, that the cause was user error associated with use not consistent with labeling and expected device behavior.

Manufacturer narrative:
Initial.